Event description:
The customer reported falsely low results for cartridge chemistries (cc), for one patient, involving unicel dxc 600 synchron system. The customer performed quality control (qc) and all cc chemistries either recovered low or suppressed results, and out of instrument range low (oir lo) system errors. The customer indicated there were no instrument flag errors and system maintenance was not performed. The customer was advised to use proper personal protective equipment (ppe) consisting of gloves, a laboratory coat, and eye protection prior to troubleshooting. No system issues were noted. The erroneous results were not released out of the laboratory. There was no report of patient injury or change in patient treatment associated with this event. The customer was advised to retest previously analyzed samples, up to the last acceptable quality control, to verify the accuracy and precision of the results. Beckman coulter field service engineer (fse) went to the facility and assessed the instrument.

Manufacturer narrative:
The field service engineer (fse) replaced cloudy reagent probe b wash collar and checked the syringes, cuvette wash, bubble generator, and diluted wash concentration; all were acceptable. The fse set hydro pressures, cleaned the mixing paddles and adjusted the position of the reagent mixer wash station. Blood urea nitrogen (bun) calibration was acceptable. The fse performed quality control, and it was within specification. Service activity performed was verified to meet the specified requirements per established procedures. Results conformed to the manufacturer's published performance specifications.